Manufacturer narrative:
It was confirmed that the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report . This report is submitted on march 12, 2024.

Event description:
Per the clinic, the patient experienced no sound with the device after sustaining a head trauma. Open circuits were noted on all electrodes. The device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 25, 2024.